Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube in complete cross section with chronic inflammation') and device breakage ('silver piece of hardware in fallopian tube, second portion separate') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, fibrosis and d & c. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (laparoscopy diagnostic, removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis and device breakage outcome was unknown. The reporter considered device breakage, pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy noted: essure removal date as per medical records is (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: laparoscopy diagnostic, removal of essure device. Preoperative diagnoses: 1. Chronic pelvic pain 2. Metal device c/w essure on x-ray. Postoperative diagnoses: 1. Same, s/p removal essure device. Procedures: 1. Dx laparoscopy; 2. Removal right fallopian tube and essure device. Specimen: right fallopian tube encasing essure device. Findings: boggy, mid position uterus, essure device within right fallopian tube, normal appearing left fallopian tube and ovaries, no intra-abdominal adhesive disease or endometriosis lesions. Indication and consent: with chronic pelvic pain, found to have what appeared to be an essure device on abdominal x-ray. Patient previously had a hsc, d&c noting blood in the uterus, no essure noted. Patient counseled on diagnostic laparoscopy to evaluate pain and possible essure. Details of procedure: an intra-abdominal survey revealed essure device within the right fallopian tube, no intra-abdominal adhesive disease. Pathology test - on (B)(6) 2019: pre-operative diagnosis: chronic pelvic pain in female; post-operative diagnosis: chronic pelvic pain in female. Specimen(s) submitted: a. Right fallopian tube encasing essure device. Final diagnosis: right fallopian tube encasing essure device. Fallopian tube in complete cross section with chronic inflammation, fibrosis, and essure device (see gross description). No evidence of intraepithelial neoplasia or malignancy. Gross description: "right fallopian tube encasing essure device", is a 3.33 gram, 6.5 cm in length x 1.2 cm in diameter pink-purple-tan fallopian tube with attached fimbriated end. There is a silver piece of hardware measuring 3.0 x less than 0.1 cm in diameter received inside of fallopian tube. A second portion of tissue received in container measuring 1. 7 x 0.7 x 0.5 cm. Also to include silver metal device, measuring 1.9 cm in length x less than 0.1 cm in diameter. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube in complete cross section with chronic inflammation') and device breakage ('there is a silver piece of hardware') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, fibrosis and d & c. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy diagnostic, removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis and device breakage outcome was unknown. The reporter considered device breakage and salpingitis to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-mar-2021: mr received: " previously reported event medical device removal replaced with fallopian tube in complete cross section with chronic inflammation" other event there is a silver piece of hardware added and made medically significant and intervention required due to surgery." Reporter , medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.